Event description:
On (B)(6) 2006, the patient was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography revealed a distal type I endoleak on the right side and a proximal type I endoleak. No aneurysm growth was noted. On (B)(6) 2012, the patient was implanted with a medtronic endurant stent graft to treat the proximal type I endoleak. The patient's right internal iliac artery was coiled embolized and two gore excluder aaa endoprosthesis were implanted to treat the distal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Results: the revie of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxc201000/04473427. Pxc201400/04005526.